Event description:
During eval of the device, the philips bench engineer noted a the battery pca pins were broken. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.